Event description:
It was reported that had a line-blocked alarm and the infusion set had been changed at the time of the event. The event occurred while in use with patient and there was no patient injury.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.